Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the fluid path. The leak was further described as, ¿leaking out of the normal fluid path, but still contained inside the outer bag on the side near the additive port¿. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one (1) actual device and thirty-nine (39) companion samples were received for evaluation. Visual inspection observed a leak inside the left side bottom shoulder port weld corner of the actual sample. Functional testing was performed on 5 randomly selected companion samples, and no leak of the containers was observed after hanging samples for a 3 day period. The reported condition was verified for the actual sample; however, not verified for the companion samples. The cause of the condition was not determined for the actual sample; however, the issue was possibly due to an insufficient seal at the bottom left side shoulder port weld area during the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.